Event description:
#2.0 drill bit broke in half during the drilling of the most inferior aspect locking screw. The broken piece remained in the inferior scapula. Dates of use: one day in 2006. Event abated after use: no.